Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation and completed investigation. The actual device was not returned to the manufacturer for evaluation. Therefore, the investigation was based on the evaluation of the user facility information. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and may have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The device was manufactured to specifications and was released in a conforming state. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported bad sliding of the shaft when the guidewire was inserted in the shaft. The following information was provided by the user facility: during setup, sliding of the angio-seal was not smooth; the device was not used and was replaced by a new one to continue the procedure; the procedure was completed successfully; and there was no impact to the patient.